Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal end of the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.